Event description:
Caller indicated the relion prime meter was giving high readings. Customer has had meter for 2 weeks and ever since she got meter, she has noticed meter is giving her high readings. She has been adjusting her insulin based on the meter readings. If she would get a reading of 93 she would decrease 4 units of insulin. If she got a 153 she had to increase 3 units of insulin. One time she increased her insulin based on the reading, which caused her to feel dizzy and almost fall off her chair. She doesn¿t remember what day or what her glucose reading was. Other than that day, she has not had any symptoms. She is using proper testing technique and she¿s storing her supplies in the kitchen table. She does not have control solution to test meter. (B)(4) is going to refund her for meter and strips and I will send her a pre-paid return label so she can send us the product for testing; I did offer to send her a replacement but she declined.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.